Event description:
Pt in the operating room for bilateral mastectomy and reconstruction. The lightmat, surgical illuminator, was used through out the procedure. During the procedure, the light cord same in contact with pt causing 3 different burns. The lightmat as uses with the recommended light cord from lumitex and a stryker x8000 light source at 100%. It was noted that the metal connection piece between the lightmat and the light cord became very hot.